Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported paramedics visit for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided. See scanned page.

Event description:
The customer reported that she was out to eat and tested her blood glucose, which gave a reading of 82 mg/dl. She said that she felt weak and a nearby nurse asked her if she was alright, and she passed out. When she woke up, paramedics had been called and were attending to her. Her blood glucose was 15 mg/dl so she was given 4 vials of glucose. The customer's blood glucose was raised to 250 mg/dl before the paramedics left. The pod was discarded.